Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device stopping communication was not identified during the investigation. A review of the device error logs showed no relevant errors for the reported dates. A review of the pcu event logs showed that on 23nov24 at 3:28:25 pm the pcu was powered on, the concomitant pump module was already attached and was assigned the channel ¿b¿, after the pcu powered on, the user selected the concomitant pump module and restored the previous infusion: volume to be infused (vtbi)=559.849 ml; drug=unknown (drugid=505, remote intravenous message (IV); rate=75 ml; primary volume infused (pvi) at start of infusion=975.687 ml; secondary volume infused (svi) at start of infusion=550.101 ml. At 5:34:37 pm concomitant pump module was reassigned to label ¿a¿ at 5:59:28 pm the user programmed a secondary infusion: ceftazidime (drugid=156); drug amount= 2 g; rate=100 ml/h; vtbi=50 ml. On (B)(6) 2024 at 5:46:20 am the user programmed a second secondary infusion: ceftazidime (drugid=156); drug amount= 2 g; rate=100 ml/h; vtbi=50 ml. At 6:30:31 am the last log entry for the relevant time frame was registered as a channel select by the user. Pvi at end of infusion=1163.72ml; svi at end of infusion=650.124. Ml. It is not possible to test this reported issue since interoperability is managed by a third-party software managed by each individual hospital which is not available to dchu. Preventive maintenance (pm) test results show the device passing all pm tests as required. An external and internal inspection of the suspect device exhibited the following: no obvious issues or anomalies were observed with the returned device. The device had its manufacturer seal missing. All components inspected were manufactured by bd. The alaris system manual (v12.1.2) has information regarding interoperability: interoperability is designed to help automate existing manual workflows with regard to programming infusions on the pump and syringe modules. Interoperability refers to the ability of the system pump module and syringe module to: receive infusion order parameters from a third-party system for pre-population. This may be referred to as an automated programming request. Publish infusion status messages for consumption by third-party systems. The system design allows for manual programming when there is communication lost with the server. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect point of care unit module s/n: (B)(6), wo: (B)(4). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pump module s/n: (B)(6), wo: (B)(4). The device referenced in this file was associated with other devices that were the source of the complaint. Reference the source device files (B)(4) for conclusion. No further investigation of this device is necessary. Dchu will not cover any costs associated with repairs for this device. Root cause: the root cause of the device stopping communication was not identified during the investigation. Review of the device logs and laboratory testing performed demonstrated the device was operating as intended, and no fault was found.

Event description:
It was reported that the device stopped communicating while infusing ceftazidime 2g in dextrose 5 % (d5w) 50 ml ivpb. There was patient involvement but no harm.

Event description:
It was reported that the device stopped communicating while infusing ceftazidime 2g in dextrose 5 % (d5w) 50 ml ivpb. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.